Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, a leak was discovered at the connector/reservoir outlet. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This report is being submitted as follow up # 2 to correct the date of event that was initially reported as (B)(6) 2014. The correct date of event is (B)(6) 2015.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up #1 for MFR. Report # 9681834-2015-00097 to provide the evaluation results of the returned sample and to correct the date the manufacturer received the actual device. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any defects or anomalies. Magnifying inspection of the reservoir outlet port (hereinafter called port in this report) did not reveal any anomalies or defects. A factory-reserve adapter was held on the larger bore side where there are some ribs on the outer circumference, screwed into the port and tightened securely to the port. The reservoir was then filled with saline solution in the maximum amount to be pooled and left in this state for six hours. There was no leak at the joint between the adapter and port. The port was subjected to dimensional examination and confirmed to meet manufacturer specifications. Four simulation tests were completed. Two of the four test produced a leak. Simulation test 2: the adapter with the white cap attached on it was fixed to port by the white cap being held and screwed till the adapter would not be screwed in to port any further. The white cap was removed from the adapter and a tube was attached to the adapter. The tube was pulled in the lateral direction so that the joint between the adapter and port could be subjected to an external force. As a result, a leak occurred at the joint. Simulation test 3: one end of a tube was jointed to the adapter and the other end to the roller pump. The adapter was then fixed to port. The length of the tube was set to 30 cm arbitrarily. Subsequently, with the tube being subjected to a torsional force the reservoir was filled with saline solution in the maximum amount to be pooled and left in this state. One hour later, the saline solution started to leak gradually at the joint between the adapter and port. A review of device history record and the product release decision control sheet of the involved product/lot number combination confirmed there were no production related problems and no discrepancies in the inspection results. A review of the complaint files confirmed the involved product code/lot number combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined from the available information, based on the investigation findings, as a cause of the reported leak, the below events may have occurred on the actual sample simultaneously. The adapter has not been fixed to port securely. The joint between them was subjected to a force, including a pulling force and a torsional force, during set-up and/or priming. If the adapter had been fixed to port insufficiently, it is likely that the adapter was fixed to port by its white cap being held and screwed or by the tube jointed to the port beforehand being held and screwed. If the joint between the adapter and port had been subjected to an external force during set-up and/or priming, there may have been a pulling force or vibrating force affecting the joint during building up the circuit or from the roller pump. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up #1 for MFR. Report # 9681834-2015-00097 to provide the return sample evaluation results and to correct the date the manufacturer received the actual device.